Event description:
It was reported during a trial procedure, the distal contact on the lead had come off the lead which was confirmed under fluoroscopy. The lead was partially left implanted. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported event of distal contact came off was confirmed. As received, octrode lead was found with a dislodged stim electrode1 and also the returned stylet tip was found with abnormal bent and could not be inserted into the returned lead. The cause for the event remains unknown.